Manufacturer narrative:
While in the hospital, the pt's insulin dosing was adjusted. The pt also met with a diabetes educator following the event. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The pt's wife reported that the pt was hospitalized three times due to elevated blood glucose levels. The pt's wife reported that the pt was hospitalized for three nights, beginning (B)(6) 2010, with blood glucose level greater than 750mg/dl. The pt was placed on insulin via IV at the hospital. The pt's wife reported that the pt was hospitalized for approx 8 to 10 hours on (B)(6) 2011, with a 'critically high' blood glucose level. The pt was placed on insulin via IV at the hospital. The pt's wife attributed the ER visit to and abscess due to the pt having a tooth pulled earlier in the week. The pt's wife reported that the pt was hospitalized with dka on (B)(6) 2011. The pt was feeling sick with a blood glucose of 357mg/dl at 10:30am. The pt was vomiting, with a blood glucose level of 750 mg/dl upon admission. The pt was taken off of the pump upon admission and continued to experience elevated blood levels. The pt's wife reports no issues at the infusion site. The pt's wife reviewed the pump delivery history and the pump indicated that no bolus delivery was given on (B)(6) 2011. She reports that the pt has had difficulty regulating his blood glucose levels and made dietary and dosing adjustment with his healthcare provider.